Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient reported that the cgm was displaying 200 mg/dl and the bg was 347 mg/dl. She brought herself to the hospital due to a "rapid increase of sugar". At the hospital, the patient was diagnosed with a urinary tract infection. The patient was treated with insulin and antibiotics. The patient was in the hospital for one day and at the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia.